Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: unknown. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the pocket site two months post implant. The device was removed and the patient was treated with antibiotics. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the pocket site two months post implant. The device was removed and the patient was treated with antibiotics. There were no additional patient complications. The patient was unaware of what type of infection they had and was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(6). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the pocket site two months post implant. The device was removed and the patient was treated with antibiotics. There were no additional patient complications. The patient was unaware of what type of infection they had and was reimplanted on (B)(6)2025.